Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. User reported that the door will stop opening while holding the open button. Unable to duplicate the issue. Another user reported the system has functioned normally since the reported incident and that only one of the radiologic technologists is experiencing this issue. Did find that the x-stage cover was dented due to users not using the home button, causing the docking pins to dent the cover and cause the gantry to have problems extending fully in the x direction. Was able to flatten the cover back out and re-home the system. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system door opens slowly and seems to "stick". There was no patient present when this issue was identified. No additional details were provided.